Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: did the patient experience any adverse consequences due to this issue? Unknown. Is the white tissue pad completely missing from the clamp arm of the device? Unknown.

Event description:
It was reported that 10 minutes into an unknown procedure, the tefron of the tip fell off the device. It's unknown whether there were any patient consequences. No additional information is available at this time.